Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the epic self-expanding stent system was returned and the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was partially deployed approximately 8 mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 8 x 60 x 120 epic¿ stent was selected to be used to treat a lesion located in the femoral artery. It was observed that the stent was slightly deployed when the physician attempted to insert the catheter into the introducer sheath. The procedure was completed with another same device with no patient complications were reported.